Manufacturer narrative:
Device evaluation: results - a sample was not returned for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a nurse was preparing to give a patient an insulin injection with a bd autoshield duo pen needle on a non-bd insulin pen when another nurse reached across, putting her hand in between the nurse holding the pen and the patient. The nurse was stuck with the clean needle. It is unknown if the nurse received any of the patient's insulin although she did report a tingling feeling in her finger. The needle stick site was washed with soap and water and no medical treatment was provided to the nurse. The pen needle was new but because the insulin pen belonged to the patient and had been previously used, lab work was performed on the patient to rule out (B)(6).